Event description:
A valiant captiva stent graft system was implanted in a patient for endovascular treatment of an acute, ruptured complicated type b aortic dissection malperfusion ischemia, most proximal aspect of dissection is at the lsa. Vessel morphology was reported at the time of index procedure the total length of aortic thoracic and abdominal dissection 355 mm, total thoracic aortic length 212 mm, maximum thoracic aortic centerline diameter 45 mm true lumen diameter 17 mm, false lumen 40 mm, proximal landing zone aortic diameter measurements must be between 20 mm and 44 mm. It was reported prior to discharge from the hospital the maximum thoracic aortic centerline diameter 48 mm, true lumen diameter 15 mm, false lumen 26 mm, v1: stented segment of the aorta¿ is ¿patent¿; ¿v2: aorta segment between the distal end of the stent-graft and the ostium of the celiac trunk¿ is ¿partially thrombosed¿ and ¿v3: aorta segment between the celiac trunk and the aortic bifurcation¿ is also ¿partially thrombosed¿, with the source of perfusion as no. One month post index procedure the maximum thoracic aortic centerline diameter 43 mm, true lumen diameter 32 mm, false lumen 5 mm, v1: stented segment of the aorta¿ is ¿thrombosed¿; ¿v2: aorta segment between the distal end of the stent-graft and the ostium of the celiac trunk¿ is ¿partially thrombosed¿ and ¿v3: aorta segment between the celiac trunk and the aortic bifurcation¿ is also ¿partially thrombosed¿, with the source of perfusion as pre-existing tear. One year post index procedure the maximum thoracic aortic centerline diameter 46 mm, true lumen diameter 33 mm, false lumen 7 mm, v1: stented segment of the aorta¿ is ¿thrombosed¿; ¿v2: aorta segment between the distal end of the stent-graft and the ostium of the celiac trunk¿ is ¿thrombosed¿ and ¿v3: aorta segment between the celiac trunk and the aortic bifurcation¿ is also ¿partially thrombosed¿, with the source of perfusion as pre-existing tear. It was reported that the thoracic aortic false lumen was occluded. The abdominal aortic false lumen has a small amount of flow. One year post index procedure the maximum thoracic aortic centerline diameter 42 mm, true lumen diameter 34 mm, false lumen 8 mm, v1: stented segment of the aorta¿ is ¿patent¿; ¿v2: aorta segment between the distal end of the stent-graft and the ostium of the celiac trunk¿ is ¿na¿ and ¿v3: aorta segment between the celiac trunk and the aortic bifurcation¿ is also ¿na¿, with the source of perfusion as na. Two years post index procedure the maximum thoracic aortic centerline diameter 49 mm, true lumen diameter 33 mm, false lumen 11 mm, v1: stented segment of the aorta¿ is ¿thrombosed¿; ¿v2: aorta segment between the distal end of the stent-graft and the ostium of the celiac trunk¿ is ¿thrombosed¿ and ¿v3: aorta segment between the celiac trunk and the aortic bifurcation¿ is also ¿partially thrombosed¿, with the source of perfusion as pre-existing tear. It was reported that the false lumen perfusion was seen only in the infrarenal aorta from infrarenal tear. There has been no treatment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).